Manufacturer narrative:
A visual and functional evaluation was performed by an authorized field representative. It was confirmed the set screw on the pud at the head of the stretcher was loose. The set screw was removed, the threads were cleaned, thread lock was applied and the set screw was reinstalled and tightened. The stretcher was tested again, post repair, and was operating according to the product specifications it could not be determined how the screw became loosened. The user manual provides instruction on inspecting for loose hardware on the stretcher on a regular basis.

Event description:
It was reported while unloading the stretcher from the ambulance, the crew allegedly could not get the cot to disengage from the fastener in the ambulance. The complainant alleged the pud at the head end of the cot became loose and lodged in the fastener channel preventing the off load. There was a patient on the cot; however, the complainant reported there were no injuries associated with the incident and the patient was stable and was able to be transported into the hospital by other means with no delay in treatment. A follow up call was placed to the complainant and they stated when they brought the cot back to the station they observed a screw on the pud had become loose and would not clear the release in the channel. A product evaluation and investigation was initiated for the reported incident.